Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: nemcomed (presently avalign technologies ¿ nemcomed division) manufactured the synfix mini-open implant coupling. The certificate of compliance indicates the parts were manufactured and conformed to specifications. The lot was inspected to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a synfix mini-open implant coupling device broke by the coupling point between the 12mm synfix mini-open fixed handle aiming device and itself. It was reported that the surgeon was performing an anterior lumbar interbody fusion surgery at l4-5 with a synfix implant. It was reported that the device was struck in order to insert the synfix implant into the disc space when the coupling device broke. It was reported that the surgeon was able to remove the aiming device and the coupling device from the implant. The surgeon was able to successfully complete the surgery by using another coupling device to fixate the remaining screws. There was a four minute delay in surgery to remove the coupling and aiming devices and retrieve the new device. No patient harm was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the received part (03.802.200 lot n64874) is fractured 10.35mm below the proximal threading. There is no damage to part 03.802.202. The associated drawings for synfix mini-open implant coupling were reviewed. These drawings detail the appropriate dimensions, materials, and finishing processes for a successful implant coupling. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint was caused by improper technique as the device broke while being struck. Which is not part of the proper use of this device, therefore, this complaint is invalid from a design perspective. This complaint condition of the returned device is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.